Event description:
The reporter stated the surgeon attempted to insert a +22.0 cc4204bf collamer single piece lens but the injector would not advance the lens and the lens became stuck in the cartridge. There was no patient contact. The reporter stated they felt the injector was defective.

Manufacturer narrative:
Injector would not advance lens. Results: visual inspection of the returned product found no visible damage to the injector. The lens was returned stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.